Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The pod was worn less than an hour.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed in conjunction with an 0x41 alarm, indicating rotational sensor maximum summed error table. First prime ended prematurely, lasting 22 pulses. After 32 total priming pulses, the ratchet gear did not advance enough for the firing flat and release bar to align, so the needle mechanism did not deploy. Rotational sensor abnormalities were replicated in a rerun. Contamination was observed on the commutator cap, which is confirmed as the root cause of the rotational sensor abnormalities and the reported needle mechanism failure.